Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence due to neurological spasms. No device issues were found; however, a surgical procedure was performed to remove the balloon and replace it with a higher pressure one. The patient spasms are from another condition not relating to the device. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence due to neurological spasms. No device issues were found; however, a surgical procedure was performed to remove the balloon and replace it with a higher pressure one. The patient spasms are from another condition not relating to the device. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.